Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient apparently wanted to be able to get a magnetic resonance imaging (MRI) and didn't think the deep brain stimulator (dbs) was helping their tremor any longer. It was stated the entire system was removed. The patient was implanted for essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported the manufacturer representative was doing a case to remove a patient's implantable neurostimulator (ins) because they were not getting effective therapy. It was noted they were able to remove the burr hole cap, but the burr hold ring was held in place by screws that seemed to have some type of cap on them. It was indicated they did not know how to remove the screws. No further patient complications have been reported as a result of this event.